Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter was reported via phone call that they were in hospital due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 758 mg/dl. The customer's current blood glucose is 203 mg/dl. Customer has been using insulin pump system within 48 hours of reported high bg event. The customer did experience the symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing, weakness and lethargy. The customer treated high blood glucose with insulin pump. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.